Event description:
It was reported that during a lap total hysterectomy procedure, the shear functioned normally at low settings but would not work at the maximum setting. A new shear was opened and the same thing happened. A new generator was brought in and worked fine with the 2nd shear to complete the procedure. Original generator was sent to biomed to be checked. There were no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.